Event description:
It was reported that while attempting to insert the implant, the device fractured prior to being fully seated. The implant was removed and the surgery was completed with another implant.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. A review of the implant's device history record indicates that it was manufactured with no anomalies noted. The report indicates that the surgeon used an oblique approach to implant the device. The implant is design for a direct posterior approach.